Manufacturer narrative:
Failure analysis noted that the pump had blank display due to moisture damage on the electronic assembly. The pump had a scratched lcd window and moisture damage at the motor assembly.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 329 mg/dl at the time of incident. The customer stated that the pump was exposed to rain and had a blank display. The customer also stated that the pump had scratches that made the screen difficult to read. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.